Event description:
A 22mm x 13mm diameter x 16.5 length aneurx bifurcated stent graft and its components were implanted for endovascular treatment of an abdominal aortic aneurysm. A family member notified medtronic/ave that the pt was experiencing "renal dysfunction". Following the implant of the graft, the pt experienced acute renal failure. The pt is receiving dialysis. The family member stated there was no history of renal insufficiency prior to implant of the device. A completed angiogram demonstrated no evidence of an endoleak at any site. The physician did note that the pt may have had kidney dysfunction related to a sensitivity and large amount of the contrast (dye) used during the implant procedure. It was also noted that the pt had renal stenosis at the time of procedure. There is no additional sequelae reported relative to the event.